Manufacturer narrative:
Due to the device meeting or exceeding 75% expected longevity, this issue is no longer reportable.

Event description:
Due to the device meeting or exceeding 75% expected longevity, this issue is no longer reportable.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient underwent surgical intervention for an unknown reason wherein the ipg was explanted and replaced. Further information is currently unavailable.